Event description:
The technician reported that while performing a between pt inspection he found the right head brake caster was not holding. The bed is located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The tech found the brake was slipping due to normal wear and tear. The tech replaced the right head brake caster to resolve the issue. Based on this info, no further cation is required.